Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) collapsed every fifth time the device was cycled. There is no indication a revision has been planned and there were no patient complications reported.